Event description:
Patient came in for monthly pump refill. Patient tolerated procedure well. Approx 15-20 minutes after procedure completed, patient at front desk to schedule next re-fill. Patient, while at front desk, experienced what appeared to be a near fall. Patient's legs appeared to be weak & unable to support him, patient's sbp decreased in 70's & unable to obtain diastolic bp. Placed patient on monitor, assisted by m.d.'s x2 and two nurses onto stretcher for transport into p.m. Recovery room. 0.2mg narcan given, periods of apnea. Report called into ER & patient transported to ed, pump remains implanted in patient.